Event description:
It was reported that the foam bumper of the anchorfast oral endotracheal tube fastener separated from the device on multiple occasions. There was no harm to the patients. The hospital has approximately 50 ventilated patients a day and uses the anchorfast oral endotracheal tube fastener on almost all of them.

Manufacturer narrative:
No specific incident information was available from the hospital for review.